Manufacturer narrative:
(B)(4). A revision took place, the lead and the device were explanted. The lead and device will not be returned. It was noted that aystole for approximately two seconds was seen on the holtor monitor although the exact value was not availalbe.

Event description:
Boston scientific received information that during a follow up a suspicion of pacing failure was noted. No issue was found when interrogating the device, but ventricular pacing failure was observed on the holter monitor recorded on a previous day. Loss of capture was also seen on this right ventricular lead as well as low out of range pacing impedances. A right ventricular lead insulation issue was suspected. The right ventricular lead and device will be replaced at a later date. No adverse patient effects were reported.